Manufacturer narrative:
The field complaint of programmer power leak was not verified. During analysis, the unit was plugged into an outlet and the power on function was performed. Performed safety and dielectric strength and ground bonding test on unit which are designed to push the programmer to its max capacity using high voltage and to check that the unit is properly grounded. Unit passed both tests. No issues found at time of analysis. The field complaint of black screen was not verified. During analysis, the unit was powered on and screen was lit as expected. The mechanical inspection revealed no damage to the inverter board. No issues found at time of analysis.

Event description:
It was reported that the programmer exhibited an unintended electrical shock upon a clinician and felt pain as a result. An audible pop sound was heard, and the programmer's display went black. The programmer was replaced. There were no consequences, and no patient involvement.